Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that longer ethernet cable was required to reach the internet port properly. A field service engineer noted that the customer had moved the anesthesia station location within the room and required a longer ethernet cable to reach the internet port properly, so fse replaced the ethernet cable with a longer unit to resolve the issue. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was slow while logging in, the biometric identifier took up to 2 minutes to scan each time a user logged in to the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.